Event description:
During preparation for use for a cardiopulmonary bypass procedure, the user reported the gas delivery system unexpectedly failed. An alternate device was employed. Manual adjustment of gas flow rate and fio2 remained available. There was no reported adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.